Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite low sorbing extension set had flow issues the following information was received by the initial reporter with the following verbatim to add on to our pump sets when a drug needs to be filtered. Friday (B)(6) 2025 we had 3 extension sets that had a priming issue. Pharmacy primes certain drugs, and on friday we noticed when priming the infusion set with your filter at the distal end from fluid bag, the fluid went straight through the tubing and didn't fill the filter.

Manufacturer narrative:
39 unused 20350e filter extension sets were received and tested by our quality team with the customer's complaint of flow issues. All sets were visually inspected and then primed and infused with saline solution to detect any issues with device. No issues or abnormalities were noticed. The failure reported was not observed and the complaint could not be verified. Without further information or the affected sample for testing the root cause of this failure remains unknown. The production history was analyzed for batch #24109281 and there were no issues found during quality inspections that would lead to this issue.